Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit has a helium leak and is alarming. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because the order canceled by customer. After talking to staff about issue, found that the device was put back into use with no problems or alarms. H3 other text : not returned to manufacturer.

Event description:
N/a.